Event description:
Elderly female with history of vaginal prolapse. Procedure: anterior posterior enterocele repair, sacrospinous ligament fixation, cystoscopy. During surgery, the capio slim needle stuck and would not advance. Another one obtained and used, no known harm to patient. Manufacturer response for instrumentation, surgical mesh, urogynecologic, transvaginal repair of pelvic organ prolapse, capio slim (per site reporter). Will obtain.